Event description:
It is reported that a customer experienced high blood glucose of 546 mg/dl. The customer declined to check the insulin pump for leaks, or to conduct any tests on the insulin pump. The customer did check the time and date on their insulin pump and found that the time and time on the insulin pump were not accurate. The customer was assisted with correcting the time and date on the insulin pump. The customer declined trouble shooting of any kind. It is unknown what may have caused the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.